Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise causing inappropriate mode switch was observed via past merlin.net transmission at the time of pacemaker generator change. The patient¿s condition during the procedure was stable. No medical intervention performed to address the atrial lead noise.